Manufacturer narrative:
Device was received with no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to jammed motor gearbox. Unable to confirm this alarm is generated when the device detects movement in hall sensor counts that are unexpected since the device did not command motor movement error and unable to perform any tests due to no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose was 197 mg/dl at the time of incident. Customer reports they was able to clear the alarm. Customer states they was not able to rewind the insulin pump. Customer states the insulin pump was not working. Customer states the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.